Event description:
Allegedly, this patient was revised due to unknown complications. Right this patient was previously revised, which is captured under incident group (B)(4).

Manufacturer narrative:
This event was originally captured and reported incorrectly. Coding and other relevant fields have been updated.

Event description:
Allegedly, patient revised due to unknown mom complications. Right